Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the numbers on the display scrolled uncontrollably and that they keypad was unresponsive. The blood glucose reading was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected low battery alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.